Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: the unit will not heat prior to use on a patient during pre-testing.

Event description:
The complaint is reported as: the unit will not heat prior to use on a patient during pre-testing.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 2-3 lpm of air pressure, and a 382-10 concha smart water column was connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning in real time. The rainout settings were not able to be adjusted and the unit was not able to reach 37 degrees c. The unit was opened and it was noticed that the large harness had slight burn marks due to overheating. The power supply board was replaced with a known good lab inventory power supply board. The rainout settings were still not able to be adjusted and the unit was not able to heat up to 37 degrees c. Since there were no issues with the unit powering on and the display lights turning on, the power supply board and user interface board were shown to function correctly. It can then be concluded that the unit has a faulty power control board. The complaint has been confirmed. The investigation revealed a defective power control board. The root cause for the failure is normal wear. The unit was manufactured in 2009. The device was designed for a minimum of 5 years.